Manufacturer narrative:
According to the IFU, bowel perforation is an extremely rare, but serious and potentially lethal complication to anal irrigation that will require immediate admission to hospital, often requiring surgery. The user should contact doctor immediately, if the user during or after anal irrigation experience e.g. Severe and sustained abdominal pain or back pain, especially if the pain is combined with fever and/or severe anal bleeding. The user is also instructed to consult and get thoroughly instructed by a health care professional before using the product. Furthermore, the first irrigation should be supervised by a health care professional and in case of constipation, an initial, through clean-out of the bowels is recommended before starting up the irrigation procedure. The device is not available for evaluation. As no lot number was provided, coloplast is unable to trace the relevant product documentation and check if similar faults were registered from the particular production lot. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the complaint received, patient was undergoing first irrigation at home on (B)(6) 2015 in the bathroom being led by the end user's helper. Two pumps with 250ml infused with no pain or issues upon removal of catheter. Feces did not evacuate. Patient's health deteriorated within 12 hours of irrigation with abdominal pain and fever present. Patient was hospitalized and underwent radiotherapy with endoscopic ultrasound and anorectal manometry. It was noted that patient had a perforation with abdominal effusion. Patient underwent a colostomy and was given antibiotics. Length of patient's hospitalization is unknown. Patient was trained by a nurse on self-irrigation on (B)(6) 2015 with 2 sessions of 2 hours each. Patient was prescribed regular use of peristeen sitting on toilet with 2 pumps of water totaling 250ml at 37 deg c.